Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that his insulin pump was hacked into. He stated that he felt someone was watching him and he had seen personal things online and the only way these things could be known was through the insulin pump. The customer also stated when he would get near a microwave, the insulin pump would beep and the beeping noise would sound as if it was linking up to a wireless device. He stated that there were no alarms on the insulin pump when he looked at it. Nothing further was reported.